Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3888-33, lot# j0337579v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that a power on reset (por) condition occurred. The patient reported to the company representative that they got a por code on the recharger. It was reported to not be related to overdischarge. The patient thinks that they also saw an elective replacement indicator (eri). As the patient said their battery was nearing end of life. It was noted that the patient is still able to use their stimulator but made an appointment to with the physician to discuss replacement. The appointment was scheduled for (B)(6) 2014. No symptoms were reported. If additional information is received, a follow up will be sent.